Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of the provided x-ray images finds sufficient evidence to confirm the reported allegation. A root cause cannot however be determined from these two images. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as protrusion of the cup. Cup w/liner & two screws were explanted along w/femoral head-­-bone grafting introduced before implanting 56mm pinn rev dpx shell w/screw fixation, a pinn dual mobility liner/head & an articuleze metal head. Stem remained intact. It was also indicated that there was loosening of the cup at the bone to implant interface. Doi: unknown; dor: (B)(6) 2021; affected side: left hip.